Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had alarm keeps going off on. Customer's blood glucose value was 135 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer states that the alarm has been going off for over an hour. Customer states they heard a beeping that normally comes from insulin pump and it was beeping auto off. Customer states that they already changed the battery and now the alarm was not going off anymore. Customer stopped hearing the alarm because they cleared the other insulin pump. The device will not be returned for analysis.